Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient lost a lot of weight and needed to have the implant moved from their buttock to their low back. It was noted the patient no longer had fat there so it was just their skin and the implant, and it got very uncomfortable. It was reported a revision was done on (B)(6) 2014. During the revision, there were no allegations of system use issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.